Event description:
Unsure of product status for this device. Information from clinic following patient stated that they had observed of some noise and possible oversensing of t-waves. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).